Event description:
It was reported that a spectrum pump was alarming for sys error 322. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device in question. Inspection found that the upper latch switch bracket screws were loose allowing the upper latch switch to move in and out from the upper door latch. The loose screws will trigger an intermittent open/closed switch connection causing the error code to be displayed. The upper aux assembly will be replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.